Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt retested twice with technical support on the phone and received two nes errors. Pt stated he was admitted to the hospital on (B)(6) 2012 and discharged on (B)(6) 2012 roughly. Pt stated his blood pressure became high around 177/122. Pt self tester's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Case was submitted to the medical adviser for review. Medical adviser determined that the inratio product did not contribute to the hospitalization that occurred in this complaint. Investigation pending.